Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n257 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot n257 shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. At the time of this report, the analysis of the photographs is still in process. A final report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported a leak in the pto during the treatment. The customer reported that the procedure was completed and residual blood within the kit was returned to the patient. The customer reported that the patient was in stable condition. The kit returned was requested; however, the kit had been discarded. The customer returned photographs for evaluation.

Manufacturer narrative:
A photograph was returned for evaluation. The complaint kit and smart card were not returned for evaluation. The customer provided photograph confirm the report of a pump tubing organizer (pto) leak. Blood appeared to be leaking from the y connector. A material trace of the y connector and yellow n tube used to build lot n257 was performed and did not find any non-conformance. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The most likely root cause for the pto leak was due to a weak bond between the tubing and one of the ports of the y connector in the pto. No further action is required at this time. (B)(4). H.m. 02 sep 2025.